Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with five proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully pre-placed in the rcfa. Reportedly, no suture was present when the plunger of the first proglide device was removed in the lcfa. The sutures of a second and third proglide devices were successfully pre-placed in the lcfa. The sheath was upsized to a 16f and the evar procedure was completed. Knot advancement was performed in the rcfa; however, hemostasis was not achieved. Heavy bleeding was noted and the 16f sheath was placed back in puncture site to stop the bleeding while attempting to close the lfca. The same issue occurred in the lcfa, hemostasis was not achieved and heavy bleeding was noted. A cut down, surgical incision, was performed at both access sites and hemostasis was achieved via surgical suturing. No tissue damage was noted on the rcfa or lcfa. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.